Event description:
The customer reported a blank display. The reported blood glucose reading was 211 mg/dl. Troubleshooting was performed, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.